Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for cardiopulmonary bypass, the cardioplegia delivery monitor intermittently blanked. There was no adverse consequence to the pt as a result of this event.